Event description:
According to the rptr: when the surgeon removed the trocar, a plastic part broke and was found near the incision. The plastic part was removed by the surgeon; no ill effect to the pt.

Manufacturer narrative:
(B)(4).